Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A wed complaint was received regarding the detachment of the adc device after day 1 of wear. As a result, the customer experienced a seizure or a loss of consciousness, however, no third-party medical treatment was provided. No further information was provided. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained there was no report of death or permanent injury associated with this event.

Event description:
A wed complaint was received regarding the detachment of the adc device after day 1 of wear. As a result, the customer experienced a seizure or a loss of consciousness, however, no third-party medical treatment was provided. No further information was provided. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive was not return for investigation so unable to perform the further investigation. Issue closed to no product returned. If the adhesive is returned an extended investigation will perform and a follow-up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.